Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40, lot# j0313854v, implanted: (B)(6) 2003, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the stimulator, serial #(B)(4), found it functionally okay with insignificant anomalies. It functioned properly throughout the test.

Event description:
It was reported that the patient experienced an inappropriate shock. The implantable neurostimulator (ins) and extension were explanted. The healthcare provider (hcp) marked other boxes on the form, such as ¿shock impedance,¿ capped, ¿helix,¿ and ¿guidewire.¿ however, it was unclear what these were supposed to represent as there was no guidewire or helix with the product. Capped most likely referred to the lead being capped and remaining in the patient as it was not returned with ins or extension. It was unknown what shock impedance meant or if it referred to the already mentioned inappropriate shock. The patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.